Event description:
The medtronic 670g insulin pump system contains numerous serious operational flaws that have compromised and endangered my treatment of type 1 diabetes. Several medtronic representatives have confirmed my observations, but I can find no records of medtronic's reporting or voluntarily dealing with these issues. The 670g, as approved by the FDA, has numerous flaws and shortcomings in its software which actually create a greater danger for the user than existed with their previous models (which were also flawed yet allowed to continue to be sold without modification). These problems are a result of the system software not containing a proper "situation awareness", which as a result regularly and frequently causes the pump to get trapped in a "death spiral" loop. An analogy to this would be in the case of an automobile that displayed a "critical low fuel level - refill now!" Message to the driver. Even if the driver immediately stopped at a gas station and completely filled the tank, upon starting the car the same "critical low fuel level- refill now!" Message reappeared, and the car's software would not let the engine be started until the tank was filled again. Of course the car would be expected to recognize that the gas gauge was now reading full, the message should be eliminated, and the car be allowed to start. In the case of the 670g, despite properly fulfilling required tasks such as entering a blood glucose (bg) value, confirming it, and ordering the calibration of said value, the 670g will on a regular basis still repeatedly ask for that same information to be inputted over and over again, sometimes within a minute of the last input. I have even experienced the pump requesting a bg entry even while the pump had a valid bg entry within the minute, and was actually in the calibration process itself! The user is faced with no way out: either keep endlessly entering the same information, or just give up. Either choice will similarly result in the system's primary function, i.e. The automatic dosing, shutting down. In the case of extremely high bg levels, I have actually witnessed the system interrupt and cancel a critical bolus attempt that was already in progress to once again ask for information that was just inputted. Support people admit they have no idea how to deal with the 670g problems which the csr admitted was pervasive. If indeed, as they have told me, that this is the case with numerous 670g users, how can medtronic be allowed to sell these flawed devices while knowing that there is a critical problem? It should be noted that medtronic replaced my 670g, and the replacement pump exhibited the exact same faulty characteristics. In addition to the critical situations noted above, the 670g software also contains numerous other serious flaws. Among them is a "bolus required" message banner that covers some of the critical rate of rise or fall indicators. What this means is that the pump is ordering a bolus to be done, but at the same time it is covering up needed information that is critical to making a safe and proper bolus decision, or to follow medtronic's calibration guidance! Other flaws of the 670g include, if one checks the sensor status screen after a "calibration not accepted" notification message, the sensor status screen will still show the rejected calibration value as a valid, accepted fact, again the lack of contextual programming results in the pump pre-selecting the bolus button, even after a severe hypoglycemic alert. This obviously increases the chances for an accidental bolus selection during a time of impaired mental state, not every message screen offers the system an acknowledgement opportunity such as with the "calibrate now" message.